Event description:
Tampon string fall off - tampon in vagina [foreign body in reproductive tract]. Tampon string just fall off [device breakage]. Case description: consumer reported via e-mail that she went to remove the tampon and the string wasn't there. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon string fall off: tampon in vagina [foreign body in reproductive tract]. Tampon string just fall off [device breakage]. Case description: consumer reported via e-mail that she went to remove the tampon and the string wasn't there. No serious injury reported.